Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Proximal neck angulation was 60 degrees and there was 10% circumferential calcium at the seal zone. It was reported that the CT revealed that there was a proximal type I endoleak. The physician elected to implant an endurant aortic cuff and 8 aptus endoanchors and the proximal type I endoleak was resolved. The physician did not report the cause of the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.